Manufacturer narrative:
(B)(6). It was indicated that the device is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient could not tolerate dysphotopsia after cataract surgery. No additional surgical/medical interventions or delay in procedure were reported. The lens is not available for return. No further information was provided.

Event description:
It was reported that the intraocular lens (iol) was explanted due to the patient could not tolerate dysphotopsia after cataract surgery. No additional surgical/medical interventions or delay in procedure were reported. The lens is not available for return. No further information was provided.

Manufacturer narrative:
Patient age, weight and ethnicity: unknown/ not provided. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.